Event description:
Customer stated the insulin pump was delivering too much insulin. Customer stated he lowered his basal rates and issues persisted. Customer is having trouble maintaining his blood glucose over 40 mg/dl. Customer had to disconnect from the device. The drive support cap was reported normal. Most recent set change was last friday night. He was disconnected during the rewind and prime sequence. Inaccurate bolus history as customer changed basal rates. Reservoir was showing the same amount of insulin as displayed on the device. The device was not exposed to an MRI. A bolus on (B)(6) at 2:57 am was noted that customer claims he did not program. Blood glucose was 58 mg/dl. Customer feels the device was delivering insulin on its own. Current blood glucose was 97 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
The pump passed the delivery accuracy volume test.